Event description:
It was reported by service report that the foot end cover is broken and sharp edges were found. Customer could not determine if there was patient involvement or if there were adverse consequences to report.